Manufacturer narrative:
Further information was requested but not received.

Event description:
During follow-up, oversensing due to noise and high impedance was noted on the right atrial lead. An in-clinic follow-up is anticipated to resolve the issue but not yet scheduled. The patient was in stable condition.